Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance and near end of service. An implant card indicated that the generator was replaced prophylactically. It was reported that the lead was fractured almost completed near the electrode. The explanted generator and lead were discarded by the explanting facility; therefore, no product analysis cannot be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays and surgery. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system; however, a suspect area was identified in the lead that may have contributed to the high impedance. There is some evidence that the patient may have been twiddling the device under the skin as evidence by coiling of the lead near the generator. The device was programmed off after observing the high impedance. It was reported that the patient experienced a little pain around the generator pocket over the last couple of months. The patient denied any manipulation or trauma that may have caused or contributed to the high impedance. No known surgical interventions have occurred to date.